Event description:
The user facility reported during the surgical procedure the vitrectomy cutter would not cut properly. The doctor removed the cutter from the system and when he put it back on it started working well. No patient impact. No product will be returned.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.